Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that after they switched to program 4, patient felt stimulation in their back. No further complications were noted or anticipated